Manufacturer narrative:
Implanted date: date of event is unknown. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the after aneurysm treatment, hemostasis was successfully achieved by the angio-seal device. Eight hours later the patient was returned to the hospital ward, there was no bleeding at the puncture site and then a complete rest was ended. When the patient walked to the washroom without assistance, the puncture site was swollen, which resulted in bleeding. Manual compression was applied and hemostasis was successfully achieved by manual compression only. The patient condition was an unserious health damage. The patient recovered. The estimated blood loss was less than 250cc's. The bleeding occurred out of the procedure room. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.